Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016- pfs and medical records received. After review of the medical records for MDR reportability, the pfs alleges trouble walking, metallosis, and recurrence of crohn¿s disease. The patient was revised to address metallosis. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.

Event description:
Ppf alleges infection, loosening of cup and metal wear.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the infection (e19) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced surgical intervention with device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Photographs of the explanted liner and femoral head have been provided. Examination of the device photos finds no indication of a product problem. It was not possible to draw any conclusions regarding the reported allegations using the provided photographs. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. It has been determined that, for the mom platform and related allegations an mre is not required.